Event description:
1888tc, 1882tc leads previously capped. Unknown why capped previously. Removed entire system due to pocket erosion and infection. To be reimplanted in future on opposite side of body. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).